Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: flat creases, brown particles, broken plug strap. Leak test no showed openings and microscopic analysis was performed which identified: broken plug strap with sharp edge assessed as unidentified (tear) opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: broken plug strap with sharp edge assessed as unidentified (tear) opening.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown and an exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown and an exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.